Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was returned in four pieces and cut down the middle of the optic. This is typical of insertion and removal from the eye. Both haptics are broken in the gusset area and returned. One portion of the optic shows a crack from the edge going towards the center of the optic. Another small crack is observed on the opposite side of the optic. All product and batch history records are quality reviewed prior to product release. Root cause: the reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported cracks were observed under the microscope after intraocular lens (iol) implant. An exchange was proceeded with the same diopter and lens during the same procedure.